Manufacturer narrative:
(B)(4). Device manufacture dates between february 15, 2013 - february 18, 2013. The device was returned for evaluation. Visual inspection identified a ruptured bladder in a non-footing position. Microscopic examination of the bladder revealed markings on the exterior surface of the bladder near the rupture line. The reported condition was confirmed. The cause was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an sv 200 intermate ruptured. This occurred during filling of the device with tazocilline. There was no patient involvement. No additional information is available.